Manufacturer narrative:
(B)(4) g2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products 42502806601 femur trabecular metal (cr) standard porous lot# 65561161, 42532007501 ibia cemented 5 degree stemmed left size f lot# 64588501.

Event description:
It was reported patient was revised one year, nine months post procedure due to pain and stiffness (aseptic). Femoral, tibial and bearing were revised. The patella was not revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified three explanted components from a total knee arthroplasty: a polyethylene tibial insert (top), a tibial baseplate (middle), and a femoral component (bottom). The tibial baseplate and femoral component have adherent biological tissue. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Operative notes provided and reviewed state that the patient underwent a robotic-assisted left total knee arthroplasty. Mild osteoarthritis was noted. Trial and definitive implants were reported stable through range of motion, and a layered closure was performed. The patient was subsequently revised due to pain and stiffness (aseptic). During this revision, the femoral, tibial, and bearing components were explanted and replaced; the patella component was retained. Complaint is confirmed based on operative notes provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.